Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving gablofen (concentration 500 mcg/ml, dose 56 mcg/day) via an implantable pump for intractable spasticity. The patient was currently hospitalized; the patient had a sudden headache since the pump implant procedure, the health care professional had ruled out cerebrospinal fluid leak as the cause of headache, they thought there was a bacterial infection and they had taken cultures and were awaiting results. They were also testing the drug to rule out contamination but did not believe there was an issue, the results of the drug would take 72 hrs. The company representative was present on this report date to turn pump down to minimum rate and requested to know any other interventions. They did not want to perform system contents removal yet due to the potential risk of further infection. At the time of this report the situation was being addressed by the health care professional. No further complications were anticipated/reported.